Event description:
I had supramesh for hernia in (B)(6) 2010. I have had nothing but problems since. I have been hospitalized over a dozen times. I am now out of work. I have trouble walking, moving and even sleeping. Seems to be chronic inflammation and I am on antibiotics for life.